Event description:
On (B)(6) 2011, the lay user/patient's son contacted lifescan (lfs) alleging that the patent's onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2011 and obtained the following information: the patient tests two to three times a day and manages his diabetes with 15-25 units of n insulin in the morning and evening. The patient corrected and clarified the alleged issue began on (B)(6) 2011 at approximately 2am. The patient indicated he obtained a "normal" blood glucose result between "140-150mg/dl" with the subject meter, administered an unknown amount of insulin, and went to bed. One hour later, the patient indicated he woke up and saw the emergency medical services (ems) standing around him. According to the patient, the ems was contacted because while he was asleep he was shaking. The patient confirmed he obtained a result of "93mg/dl" with the subject meter and "30mg/dl" with the ems's meter, performed within a few minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient indicated he was administered IV glucose as treatment soon after and felt better approximately thirty minutes later. Before leaving his home, the patient stated the health care professional (hcp) retested his blood glucose with the ems's meter and he obtained a result of "180mg/dl". The patient denied he was transported to the hospital. At the time of troubleshooting, the customer service representative (csr) verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. However, the csr discovered the patient did not have the subject meter calibrated to the correct code number per owner's manual recommendation. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and was reportedly treated by an hcp for severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
(B)(6) 2011, the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed. 510(k) # is k053529.